Manufacturer narrative:
The device was received for evaluation. Functional testing was performed, and the reported issue was not reproduced. The upstream sensor reading was found to be out of specification. A review of the event history log revealed 'air in line' messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the ultrasonic sensor. The ultrasonic sensor will require replacement to correct the issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed air in line during testing at the biomed service department. There was no patient involvement. No additional information is available.